Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that every four hours the insulin pump was telling the customer to replace the reservoir and displayed a notification about the battery not working. The customer received a power error detected alarm. The insulin pump had gone back into the rewind process. Customer's blood glucose level was 9.5 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with operational currents within spec and passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error , alert, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error , power loss alarm, replace battery alert and replace battery now alarm due to non-sleep anomaly software error. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.